Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) chile alleging that their onetouch ultra meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue first occurred at 6pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿420mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and stated that prior to obtaining the alleged inaccurate results they had consumed more food and/or drink. An unknown period of time after the alleged inaccuracy occurred the patient experienced the symptoms of ¿shaking, sweating, dizzy, headache and fatigue¿. In response to these symptoms the patient visited their doctor¿s office where they received unspecified treatment from a healthcare professional. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient¿s products were requested for evaluation. This complaint is being reported because the patient had been obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.